Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received prialt (25mcg/ml, 3.8mcg/day) in an implantable pump for complex regional pain syndrome type ii and spinal pain. The posterior pump pocket sagged lower; related to patient weight loss. The plan was to make a new pocket on the other side or move the current pocket up a litter higher. The surgery was scheduled for (B)(6) 2016. The patient's status at the time of the event was stated to be alive with no injury.